Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the hospital after experiencing a fever and chills. Blood cultures were conducted and detected staph infection. An echocardiogram revealed an enlarged vegetation noted on both leads. Multiple subsegmental pulmonary emboli were also discovered. The device was explant and both leads were explanted using a laser sheath. No adverse consequences were reported during and following the procedure.